Event description:
Event as reported on user facility medwatch report to MFR: during replacement of permanent pacemaker system, after removal of original pacemaker, the right subclavian vein was cannulated and a peel-away introducer sheath was inserted. Ventricular lead was advanced through sheath after several attempts; during one attempt the distal portion of the introducer sheath was sheared, leaving it detached in the right subclavian vein junction. No evidence of obstruction. One of the surgeons suggests that the piece of catheter may be in subcutaneous tissue.